Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a "check settings" alarm bolus delivery. Customer's blood glucose was 491 mg/dl which was treated with insulin pump. Customer was advised that alarm was normally received when exiting training mode. Customer received assistance with alarm.